Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had a steady rise in pacing lead impedance since implant and now is out of range. The lead was explanted and replaced. During explant, lead tip looked different.